Event description:
Patient reported that they has been having daily severe bouts of right sided neck pain since a revision of an artificial disc at c4-5. The revision surgery was done in 2019 and involved the removal of an unbalanced mobi c that was placed 3 years prior by a different surgeon. In place of the mobi c, the patient received a prodisc c. Unfortunately, within hours of the revision surgery, the c5 plate of the prodisc c rotated forward and got stuck. Over the next 1.5 years the gap between the c5 endplate and the prodisc c filled in with bone, but in the process formed a large osteophyte that is poking into the patient's thecal sac.

Manufacturer narrative:
An MDR is indicated for this complaint. Patient reported that they has been having daily severe bouts of right sided neck pain since a revision of an artificial disc at c4-5. The revision surgery was done in 2019 and involved the removal of an unbalanced mobi c that was placed 3 years prior by a different surgeon. In place of the mobi c, the patient received a prodisc c. Unfortunately, within hours of the revision surgery, the c5 plate of the prodisc c rotated forward and got stuck. Over the next 1.5 years the gap between the c5 endplate and the prodisc c filled in with bone, but in the process formed a large osteophyte that is poking into the patient's thecal sac. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as the pdc device remains implanted in the patient. There were no anomalies associated with the complaint identified during the investigation. The osteophyte formed due to the migration of the implant, but the cause for the migration is unknown. This submission is 1 of 1 devices involved in this event.